Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-02440. It was reported to boston scientific corporation that two flexima biliary stent systems were used during an endoscopic retrograde biliary drainage (erbd) procedure . According to the complainant, when the physician tried to pull the guide catheter and the guidewire to release the stent would not release. The device was removed from the scope without deploying the stent. The device was inspected and it was noted that the push catheter was buckled and bent near the hub and the inner catheter had stretched. The suture was noted to be tangled up and was caught on the pusher catheter. Another flexima stent was used, however, inner catheter stretched. The suture was also noted to be tangled up and was caught on the pusher catheter. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) - push catheter buckled - suture tangled. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).